Event description:
It was reported that the pump was unresponsive. It was also reported that on the same day the pump was found to be unresponsive, the pt was treated at the emergency room for elevated blood glucose levels.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.